Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test or replace battery now alarms noted. The power management tool confirmed pump error 25 and low battery alarms were triggered when backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. The device was received with cracked select button keypad overlay, cracked case corner of the belt clip rails near the battery compartment, fading serial number label and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed several failed battery tests. It was reported that the failed battery test alarm recurred even with replacement battery cap. It was confirmed that there were failed battery test alarms in the alarm history. The customer's blood glucose was 6.5 mmol/l at the time of incident. The insulin pump will not be returned for analysis.